Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The patient presented with chest pain and electrocardiogram (ECG) changes. Vascular access was obtained via the right femoral artery. The 90% stenosed, 18mm in length, eccentric, de novo target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. A 6f non bsc guide catheter was placed. After a 0.014 non bsc guide wire crossed the lesion, a 20.x12mm non bsc balloon catheter was advanced for predilation of the lesion at 16 atmospheres. Another 2.5x12mm non bsc balloon catheter was used for predilation which resulted to a 30% residual stenosis. Then a 20 x 2.75mm promus premier¿ stent was advanced but resistance was encountered and the device was unable to cross the lesion. The device was removed and the procedure was completed using a 2.75x16mm promus premier¿ stent with good result. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent struts from the most proximal stent row were raised outwards distally from the balloon and were damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).